Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿ this report is number 10 of 13 mdrs filed for the same patient (reference 1825034-2013-01674 / 2013-01675 / 2013-01677 / 2013-01678 / 2013-01679 / 2013-01680 / 2013-01681 / 2013-01682 / 2013-01684 / 2016-01508 / 2016-01512 / 2016-01513 / 2016-01514).

Event description:
Legal counsel for the patient reported that patient underwent a left hip revision approximately five months post-implantation due to allegations of multiple dislocations. This report is based on allegations set forth in patient complaint and the allegations contained therein are unverified. Operative notes received reported that during the revision procedure approximately five months post-implantation due to chronic dislocations, a bone hook had to be used to dislocate the hip. The modular head and poly liner were removed and replaced.

Manufacturer narrative:
This report is being submitted to relay additional information. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the attorney. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # (B)(4), femoral head, lot # 959880.

Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.